Manufacturer narrative:
A steris endoscopy representative was present during the procedure, and stated a rigid bronchoscope was used with the appropriate spray catheter and patient monitoring. There was no evidence of pneumothorax or of any malfunction of the trufreeze system during the procedure. Steris endoscopy reviewed the device logs from the procedure which show normal operation. The disposable catheter was not retained by the user facility for evaluation. The instructions for use include the following warnings and precautions: "the physician should carefully consider patient eligibility for cryospray ablation (i.e., cryosurgery and associated gas pressure), including patient presentation, medical history, comorbidities (e.g., copd, cad), and prolonged use of steroids that may reduce the patient's tissue compliance and tissue strength affecting their ability to tolerate cryospray." Steris endoscopy has requested additional information and offered consult; however, the facility has not responded. No further issues have been reported.

Event description:
The user facility reported that pneumothorax was detected the day following a spray cryotherapy procedure in the airway which included use of the trufreeze system. No issues were noted during the cryotherapy treatment. The pneumothorax was treated successfully with a chest tube, and the patient recovered and has been discharged.